Event description:
The customer reported that the lc screen failed to display properly at the moment when the operation stated, and the console would not work. The customer switched off the unit and tried to reboot the system, but the console did not react. The priming and tuning tests had passed prior to the event. The conjunctival incision had already been made on the patient, but it was closed and the operation was rescheduled.

Manufacturer narrative:
The company service representative examined the system and found that the system would power up, but the software would not start. He replaced the host cpu, retested the system, and found that it met specification. The host cpu is being returned for evaluation. Investigation, including root cause analysis is in progress. This report mailed in to FDA on: 01/18/2008.